Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The implant coil was not included for evaluation as it is within the patient. The attachment tether that holds the implant intact with the delivery pusher is white opaque. This is characteristic of stretching. The remainder of the delivery pusher is normal in specification. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint is due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament/tether. We can not determine if the microcatheter used with this device attributed to the incident as it was not returned for evaluation.

Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the implant prematurely detached while retracting. The entire coil was contained with the microcatheter. The physician chose not to retrieve the coil and microcatheter but, to push the coil to the intended location. In doing so, the coil could not be pushed further and was placed a few centimeters proximal to the intended location. The venous vessel was occluded but, in an area that would not cause harm. No harm was reported.